Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire medical has not received the suspect component/device for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported an intermittent transducer fault (xdcr), vent inop and motor fault display alarm, on this ventilator device. The device intermittently does not cycle correctly and the internal turbine emits a noise. The customer stated no patient involvement was associated with this event.